Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2001 - patient underwent repair of ventral incisional hernia with non-bard mesh secondary to an open cholecystectomy. On (B)(6) 2005 - patient underwent repair of recurrent epigastric hernia with composix kugel and repair of recurrent right lateral hernia with ventralex mesh. On (B)(6) 2008 - patient underwent repair of recurrent epigastric hernia with a second composix kugel, and repair of a left and right inguinal hernia with two 3d max patches. The medical records note a previously placed mesh was identified in the epigastric area and appeared to be folded, the mesh was resected. On (B)(6) 2008 - patient underwent incision and drainage of left breast abscess secondary to recurrent incisional hernia repair. A turbid fluid collection was identified near the previously placed non-bard mesh. The medical records note all mesh identified was resected. On (B)(6) 2008 - patient underwent exploration of abdominal wound infection. Would treated with wound vac placement and antibiotics. On (B)(6) 2009 - leukemia left svc line placement. On (B)(6) 2010 - patient underwent incisional hernia repair with non-bard mesh and removal of catheter.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review, the patient underwent repair of a recurrent epigastric hernia on (B)(6) 2005 with composix kugel. Approximately two years and nine months post implant, the patient underwent repair of a recurrent incisional hernia with a second composix kugel. The patient also underwent repair of bilateral inguinal hernia's with two pieces of 3d max mesh. The composix kugel mesh was identified during the repair and noted to appear to be folded. The composix kugel mesh was resected. On (B)(6) 2008, the patient underwent incision and drainage of a left breast abscess, secondary to a recurrent incisional hernia. A turbid fluid collection was identified around a non-bard mesh placed in 2001. Subsequently, due to the presence of infection, all meshes identified were excised. Based on the information received it is unknown whether the device may have caused or contributed to the reported event. The patient has a long standing history of recurrent hernias. Although the information provided indicates the patient was treated for an infection around another manufactures mesh, it should be noted that the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis". Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time. See MDR 1213643-2010-00170 for information related to the ventralex mesh implanted on (B)(6) 2005. See MDR 1213643-2011-00310 for information related to the first composix kugel mesh implanted on (B)(6) 2005.